Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section e3: corrected. Section h5: corrected. Manufacturer's investigation conclusion: the reported event of damage to the housing of the power module was confirmed. The power module (serial number: (B)(6)) was returned for analysis to the service depot. Damage to the housing of the power module was confirmed. It was stated that the power module would be scrapped due to the damage, and the customer was given a replacement unit. A root cause for the reported event could not be conclusively determined through this analysis. Device history records for the power module (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a new power module that arrived damaged and customer would like a replacement.